Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an impella 5.5 support with an automated impella controller (aic) with purge disc/pc recognition issues. The team was to follow the instructions for use and replace the aic after other troubleshooting. No lasting harm or injury was noted.

Manufacturer narrative:
The investigation has been completed. Logs from the complaint date revealed that the console issued the purge disc no detected alarm several times. No issues were observed detecting the pump cassette from the perspective of the logs. The console was tested after arriving. This issue with properly detecting the purge pressure was reproduced and purge flag was confirmed to be broken. The cause of the issue was a broken purge flag.